Manufacturer narrative:
The supplemental emdr is being submitted for additional information received from customer, corrections, and final investigation results. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The rotation on the main body was not aligned with the notch on the housing. Based on the results of the investigation, the most probable cause that led to the malfunction was traced to user not following manufacturing¿s instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: "when using the camera head while its main body is hanging down, rotate the main body to align the two notches shown in figure 4.4 so that orientation of the endoscopic image on the monitor becomes correct." Reference page 33 as per IFU.¿ olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented based on additional information provided by the customer/completed investigation.

Manufacturer narrative:
Correction is being made to submitted "b4 - date of this report" for follow up #1, which was not late. The correct date was 04/05/2024. The report was submitted on apr 5, 2024, at 13:27:14 edt to FDA esg and then did not progress. There were no failures or acknowledgements received. The it team was notified same day. An FDA esg ticket (b(4) was raised with a reply on apr 10, 2024, from FDA esg team stating "please resend these submissions. There was an issue on the gateway when these were sent so they were not processed." The file was resubmitted without any changes and subsequently passed, receiving all three acknowledgements.

Event description:
This report is being supplemented based on additional information provided by the customer/completed investigation.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head image view was upside down. The issue was found during preparation for use for unspecified procedure. There were no reports of patient involvement.